Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that two large volume pumps turned off unexpectedly without an alarm. The healthcare provider replaced the pumps. There was no reported patient impact.